Event description:
During remote follow-up, post-paced t-wave oversensing was observed on the pacemaker. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention has been performed at this time. The patient experienced no consequences.

Event description:
Additional information received indicated the event was resolved by reprogramming the device.